Event description:
Information received from the field notes that trans- telephonic monitoring reported oversensing due to muscle stimulation. During an office visit, the ventricular lead was 170 ohms bipolar and 240 ohms unipolar. Intermittennt loss of sensing was also noted in unipolar and bipolar.